Event description:
It has been reported that the guide loop is rubbing against the washers on the head end slide tube not allowing the pin to lock in place, which could potentially cause the head end to not lock in place.

Manufacturer narrative:
Guide loop.